Event description:
During implant, under fluoroscopy, the paddle lead looked mid-line. In recovery, the pt could only feel stimulation on one side. One week later, the lead was revised; the paddle was moved over. The pt was still not feeling anything on her back area. She felt more stimulation on the other side now, but it was not adequate. Approx 4 mos later, the pt reported that her device had been reprogrammed and she was no longer having problems with her system.